Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause could not be determined. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 340 mg/dl. A systems check was performed with tandem technical support (cts) where it was discovered cold insulin was used within the cartridge. Cts educated customer regarding cartridge/insulin labeling. Customer changed pump supplies to address the issue.